Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
On 5/1/2024, it was reported by a sales representative via phone that an ar-3636 knotless fibertak repair stitch did not shuttle through the fibertak and the suture within the anchor broke. The repair stitch did not convert. The sutures were cut and removed but the anchor body remained implanted. An ar-1938bc biocomposite suturetak was implanted over the fibertak anchor body. The case was delayed five minutes. This was discovered during a labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.